Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device lost power. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed, and a loss of connection was found within the investigation window. The allegation was confirmed because a loss of connection greater than 3 hours in the cloud data. The probable cause is potential patient misuse, the mobile device lost power. No injury or medical intervention was reported.